Manufacturer narrative:
(B)(4). Batch # p92j1w. Investigation summary: the device was received with the jaw damaged at distal tip. Testing found a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy, an unknown error occurred when the device was activated on the tissue. The device was not used for the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.